Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a constant tone and a keypad anomaly . The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump suddenly stopped working and had a constant beep. Customer stated that there is no new battery to test the insulin pump. Customer reinserted the same battery that has been removed earlier and the insulin pump buttons stopped responding after the date and time setup. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display, frozen screen, audio/beep/vibrate, reset time/date anomaly or button error alarm noted. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corners.